Manufacturer narrative:
Findings: all buttons function properly however, moisture damage was found on keypad traces. Pump received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 124 mg/dl. The troubleshooting was performed. The customer was asked verbally and in written form to return broken insulin pump for analysis.